Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿ and [unspecified] juvéderm® voluma¿. Approximately a year later, patient experienced granulomas. Biopsy was not provided. Symptoms has not been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00692 (allergan complaint #pr (B)(4). This MDR is being submitted for the first suspect product, juvéderm® voluma¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported patient was injected in lips, cheekbones, nose, and cheek grooves. Approximately 11 months later, patient experienced visible swellings appear in some injection sites. Patient was treated with topilase, a topical treatment based on hyaluronidase.